Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer cancelled the work order as, ¿<customer requested to closed out that work order>¿. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device became stuck on the "initializing device manager" screen after being restarted and did not proceed further, regardless of the amount of time that had elapsed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.